Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had low reservoir alarm and no delivery alarms. The customer states they forgot to change out their reservoir and their levels rose to 400mg/dl. The customer states they had their sensor on but were not alerted. The customer attributes the highs to lack of insulin delivery. The customer states they would monitor the device and call back if issues persist.